Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process.. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had error 120.4150 on pcu8015. Failure device type: alaris system instrument, failure problem type: 8015, failure mode: troubleshooting/ error codes, case resolution: (B)(6) confirmed he did not use third party battery. I recommended (B)(6) to replace power supply board and gave him option to send the unit in for flat fee repair. (B)(6) will get a po to send the unit in for flat fee repair.